Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: there appears to be a potential missing piece from the broken main tube, as per boxed in the image. The proximal clevis, is not missing, rather it is dislodged from its typical position. Broken main tube failure modes should have a potential for fragments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was broken. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that no fragments fell into the patient¿s anatomy, and the medical device is no longer available at the facility to be returned to isi for evaluation. However, two photos of the instrument were taken in the operating theatre and are available.